Event description:
Consumer alleges a tip, less than 1 inch, of an insulin needle broke off in her arm. Consumer went to the emergency room to have needle fragment removed. The minor procedure was performed under local anesthetic, using a 1 inch incision to gain access to the piece of needle. The needle fragment was removed successfully and 4 skin sutures were used to close the incision.